Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 186 mg/dl. The customer was able to reload the cartridge successfully and deliver a bolus to address bg level. In addition, it was confirmed that the customer will continue to use the pump for continued insulin therapy.